Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip tip at the grip base. A piece approximately 0.658" was found to be broken off. The broken piece was returned. The components adjacent to this broken grip do not show damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a detached base. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no risk of fragments as there was no material detaching from the instrument's tip. There were no broken cables, the issue is related to the movement of the instrument but not a particular uncontrollable or unintuitive motion.